Event description:
It was reported that the patient presented to the hospital for a scheduled device changeout procedure. Prior to opening up the pocket, it was discovered that the right atrial (ra) lead exhibited oversensing. The ra lead was capped and replaced on (B)(6) 2022. The patient was in stable condition throughout.